Event description:
It was reported that error 235: "scanner replacement without a 'pause'" displayed. Reboot was done, but error persisted. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the case was reviewed, and the error occurred when the user attached a different scanner without first pressing "scanner pause". According to the information provided, it is likely that the scanner was requiring reconnection, therefore, the reported allegation is confirmed. It is likely that the interaction between the user and the device contributed to the console difficulties encountered which led to the procedure being aborted.

Event description:
It was reported that error 235: "scanner replacement without a 'pause'" displayed. Reboot was done, but error persisted. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.